Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: when pushing the button to retract the needle, multiple staff have reported a slower than usual retraction. This puts the user at risk of a needle stick injury if the device is moved before the needle has completely retracted.